Event description:
It was reported that the foley kits seemed to be two different balloon filled volumes. Stated that one located on the packaging and one on the foley itself. Upon inserting a 14 french urinary catheter in a patient, the package was noted to say that it had a 5ml balloon, but the balloon port on the catheter itself said it was a 10ml balloon. The balloon was instilled with 10ml, but if the package volume had been followed, it could result in the foley coming out and need to be replaced. The affected lots were (lot#ngez2501 and lot#refy3777).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley kits seemed to be two different balloon filled volumes. Stated that one located on the packaging and one on the foley itself. Upon inserting a 14 french urinary catheter in a patient, the package was noted to say that it had a 5ml balloon, but the balloon port on the catheter itself said it was a 10ml balloon. The balloon was instilled with 10ml, but if the package volume had been followed, it could result in the foley coming out and need to be replaced. The affected lots were (lot#ngez2501 and lot#refy3777).

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The device met relevant specifications. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the photo sample noted one opened (without original packaging), 2-way silicone foley catheter. Visual inspection of the attached photo sample noted no obvious visible defects. Per the attached sample photo, 10ml on the port is the correct fill volume. Per the attached photo, 5cc on the packaging is not a fill volume. The device history record review and labeling review was not required as the investigation was unconfirmed.he actual/suspected device was inspected.